Event description:
Following a ptca procedure, an angio-seal device was placed in a pt's right groin. Following the procedure, the pt noted pain, discomfort, and numbness in her leg. A doppler ultrasound was performed which indicated the presence of an arterial embolus. The pt was taken for an angiogram which confirmed the presence of an embolus in the proximal profunda femoris and in the superficial femoral artery (sfa). The pt was taken to surgery where the device was found against the artery in the area of the profunda femoris/fsa bifurcation. The posterior arterial wall had extensive atherosclerotic plaque, and there were several areas of intimal dissection channels, some with thrombus in them. An endarterectomy and a patch angioplasty of the common femoral/profunda femoris were performed, the device removed, and the vessel repaired with flow restored. The pt pulses were dopplered and found to be positive after the procedure. As of 04/28/1998 there has been no further report of complication or pt sequelae made to the MFR.